Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced the cardcage to resolve the issue. The system was tested and verified as ready for use. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that operating room staff contacted technical support to report a non-recoverable fault during system startup. The staff had already rebooted the system twice and the issue had persisted. Technical support reviewed the system logs and confirmed an error indicating a problem associated with the second surgeon console, then instructed the staff to perform a hard shutdown and reseat all blue fiber cables. Later, staff called again to report that an error was still present after they believed they had removed the second console from use, and they reported a different error code. Technical support was unable to view current logs, but was informed that, before the call, the staff had pressed the retry option and the system had powered back on without error. After further review, technical support determined that the wrong console had been removed and the second console had remained connected and advised the staff to reconnect the first console to the system. The customer reported event has no report of patient injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The surgeon side console (ssc) card cage was returned for failure analysis, and the reported errors 17 and 307 were confirmed and replicated. In logs, errors 17 and 307 were also observed, indicating the fault occurred in the field. Visual inspection did not identify any issues related to the reported event. When installed in the golden system, the ssc card cage intermittently triggered the reported errors, indicating a fault on the firefly fiber optic cable (ff2) connected to the card cage. The firefly cable was replaced with a known-good cable per the aba procedure, after which the ssc card cage functioned as expected. However, when the original firefly fiber optic cable was reinstalled, the fault intermittently recurred. Based on these findings, failure analysis concluded that the root cause of the reported event was a defective firefly fiber optic cable (ff2) in the ssc ccc of the card cage.